Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -08.00. (B)(4). Evaluation method: lens work order search. Results codes(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -08.00 diopter in patient's left eye (os) on (B)(6) 2015. The lens got stuck during delivery into the eye and tore. The lens was removed an exchanged for another icl, same model and diopter size. No adverse event was reported. Last post-op visit on (B)(6) 2015, bcva was 20/20.